Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian artery. Following pre-dilatation with a non-bsc balloon, a 6.0mmx40mmx135cm mustang balloon catheter was advanced for further pre-dilatation. The balloon was initially inflated at 6 atmospheres for 45 seconds; however, during the second inflation at 20 atmospheres, the balloon ruptured. No patient complications were reported.